Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a punctured catheter is confirmed; however, the exact cause is unknown. One photograph and video of a groshong catheter and stylet was returned for evaluation. An initial visual observation of the photograph showed catheter outside of the patient and the stylet punctured through the catheter tubing. The stylet had perforated the catheter near the distal valved end of the tubing. The distal end of the stylet appeared to be intact and undamaged. No use residue or additional damage was noted. Although it could be determined that the stylet had damaged the catheter, it is unknown how or when the damage occurred. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported during PICC placement in the oncology department, difficulty was encountered when advancing the catheter through the micro-cannula sheath. After withdrawing the catheter, it was discovered that the guidewire supporting the catheter had punctured the catheter wall, leaving it exposed outside the catheter. No other information was provided.